Manufacturer narrative:
G4: 24dec2019. B4:(B)(6). The service engineer (se) inspected the device and confirmed the reported issue the se found the touchscreen was not sensitive. The unit was out of warranty period for service/repair so the customer was sent a quote for service. Pending customer approval. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 22jan2020. B4: (B)(6) 2020. Information was received that the customer declined service/repair of the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/03/2020.

Event description:
It was reported that the ventilators touchscreen had a fault. There was no patient involvement.